Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. During the procedure, the needle tip broke. Another like device was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.